Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test and unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold).the motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.